Manufacturer narrative:
(B)(4). The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. In addition, a device history record review did not reveal any manufacturing related issues. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken.

Event description:
The customer reports the ars (syringe) was leaking during use.